Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty implanting the left ventricular lead due to the patient's torturous anatomy. After repeated implant attempts, a venous thrombosis formed. The physician then gave up the implant of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.